Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had failed battery test alarm. Customer¿s blood glucose value was unknown. Customer declined to troubleshoot for high blood glucose value and no delivery alarm. Customer was advised to revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
The insulin pump passed idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime, compromised force sensor test, excessive no delivery test, displacement test and rewind test. No unexpected low battery alarm, weak battery alarm, battery out limit alarm or failed battery test alarm noted. The battery icons functioned properly.